Event description:
It was reported that during a ptca procedure, deployment difficulties were encountered. The physician intended to place the greenfield filter in the vena cava, however, it was deployed in a side branch. The physician then removed the filter with a snare. The procedure was completed with another greenfield filter. There were no reported pt complications. Pt status listed as "fine". Further info about the event has been requested.

Manufacturer narrative:
The device was disposed of at the user facility, therefore, a returned device analysis could not be conducted. The root casue of the event is unk.